Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the displacement test, rewind, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and the delivery accuracy test at 0.08730 inches. All operating currents are within specification. Off no power alarm functions properly. Unit alarmed motor error during occlusion test due to faulty fsr (gold). The motor was tested outside of the unit and passed. Unit uploaded properly using carelink. Unit had cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: there is no data available due to the unit did not have a battery installed when received. (B)(4).

Event description:
It was reported via phone call that the customer passed away in an unspecified location. The cause of death was covid 19. The caller stated that they did not know if the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The caller agreed to return all their insulin pump for analysis. This report is being made for the failure analysis results only, as the customer was not wearing this insulin pump at the time of passing.